Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The patient mentioned that about one month ago, he was allegedly in the hospital for seven days for pain in his stomach due to diverticulitis. The specific date of the event could not be provided. The date of (B)(6) 2022 was an approximation. His inr from the hospital laboratory using an unknown reagent was allegedly 8.0 inr and he was told it had to go down before he could leave the hospital. The reporter did not exhibit any bleeding or signs of high inr, and allegedly, no medical treatment was provided for high inr. He believed his inr was around 2.5 inr at the time of release. On (B)(6) 2022, the result reported to be from the meter was 3.1 inr. The patient was currently stable and well. The therapeutic range was reported to be around 2.5 inr and 2.0-3.0 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.1 inr. Qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore; the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However; those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation: occupation was patient/consumer.